Event description:
It was reported during the patient's check-up loss of ventricular capture was observed. The patient did not report any adverse symptoms. The patient will be monitored.

Manufacturer narrative:
(B)(4).